Event description:
It was reported that a physician implanted 1 resolute integrity drug-eluting stent in a lesion in the rca with 100% stenosis. Lesion was pre-dilated 9atm/20sec. Lesion was post-dilated. Implanted stent was determined to have a favorable condition. Approximately 3 days later the patient suffered sub-acute stent thrombosis which was treated with poba and a new resolute integrity stent (3.00mm x 26mm) was implanted. Patient was on dapt. The physician¿s opinion: it has a possibility that the stent might be recoiled after stent implant. Malapposition would occur after thrombosis at lesion site was dissolved, which would lead to occurrence of another thrombosis there. Also, it has a possibility that the patient might be poor metabolizer to plavix.

Manufacturer narrative:
Evaluation, results: (root cause of the event could not be determined); inherent risk of procedure ¿ (thrombosis); no results available since no evaluation performed - (device or procedural images not provided for review); (device not returned for evaluation). Conclusions: inherent risk of procedure ¿ (thrombosis); unknown - (root cause could not be determined); unknown - unable to confirm complaint - (device or procedural images not provided for review); device not returned - (device not returned for evaluation). (B)(4).